Event description:
It was reported to tyco healthcare/kendall that a customer experienced a problem with the co's dental injector. The customer reports that the needle is loose in the hub which results in needle detachment.